Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced air in the patient line of an amia pd cassette without an alarm. This was found while setting up for peritoneal dialysis (pd) therapy. There was nothing unusual found during troubleshooting that would cause or contribute to the event. The caregiver stated that there was a kink on the tubing but no damage or leak was noted. There was no patient injury or medical intervention associated with this event. No additional information is available.